Event description:
It was reported that the pump buttons had to be pressed with more force and multiple times before the pump responded, although the customer did not provide if they were referring to the wake button on the pump or the touchscreen buttons. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.